Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510k: similar to device marketed under PMA/510(k): k211874. Summary of investigational findings: the physician suspected that the filter catheter might have advanced into another blood vessel than ivc, so the physician stopped deploying. The physician pulled back the filter catheter into the sheath with force and when the physician attempted to remove the sheath out of the patient the filter dropped off and the filter flowed into the right atrium. The physician managed to retrieve the filter from the right atrium using a snare and a guiding sheath. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. The IFU warns that excessive force should not be exerted to reposition or retrieve the filter, as it may lead to filter breakage and/or harm to the patient. There are adequate controls in place to ensure the device was manufactured to specifications. No device or images were provided for the investigation. With the information provided an exact cause cannot be determined. However, it was reported that the physician attempted to pull back the jugular introducer with filter inside the introducer sheath with force. This could have contributed to the filter falling off when the physician would remove the device from the patient due to the grasping hook on the jugular introducer had been pulled out of shape and made it impossible to hold on to the filter, but this is purely speculations. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after inserting the filter catheter into the sheath, the user attempted to deploy the filter but there was a possibility that the filter catheter might have advanced in the blood vessel other than ivc so he stopped deploying. He attempted to pull back the filter catheter in to the sheath forcedly, filter was stayed off at the tip of the sheath. When he attempted to remove the sheath out of the patient's body, the filter dropped off and flowed in the right atrium. He managed to retrieve the filter from the right atrium using a snare and a guiding sheath. Patient outcome: no health hazard.